Manufacturer narrative:
Prod was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
As part of ameda, inc's qual mgmt sys activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc on (B)(6) 2014 to report the purely yours breast pump she used at work was low suction and therefore decreased milk output. This resulted in milk stasis within the breasts, particularly the right brest. Customer was diagnosed with right breast mastitis on (B)(6) 2014 after contacting her health care provider with symptoms of a breast infection that day. Customer was prescribed oral antibiotics and used a hospital grade breast pump to resolve the breast infection.